Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9597733) was impeded in microcatheter hub and could not advance any more. The doctor removed the stent and the prowler select plus 150/5cm microcatheter ( 606s255x, unknown lot) from the patient and switched to a new stent and a new microcatheter (both were other brands) to complete the procedure. The surgery was prolonged by about 10 minutes.

Manufacturer narrative:
Manufacturer ref# # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9597733) was impeded in microcatheter hub and could not advance any more. The doctor removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, unknown lot) from the patient and switched to a new stent and a new microcatheter (both were other brands) to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 27-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedure prolongation did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. Microscopic inspection was performed on the stent component. The struts for both ends were noted slightly bent. Also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although in order to perform a functional test the stent must be inside the introducer and attached to the delivery wire, the customer complaint is confirmed based on the bent struts of the stent. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint and is not considered related to the encountered issue. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Section b5: additional event information received on 27-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedure prolongation did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.